Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with episodes of right ventricular lead noise recorded on stored electrocardiograms. Noise was large in amplitude which rivaled r-waves. Isometric exercise was only able to elicit noise of inconsequential amplitude, all other parameters were normal. No interventions were made, as the physician elected to continue to monitor. The patient was in stable condition.